Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding was most likely use issue since the bleeding stopped after the physician tightened the sutures. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26760 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
Product-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support (mcs) and experience access site bleeding same day of implant. The patient was transported to unit with femstop in place due to continued oozing around repositioning sheath. Distal flow remained adequate with palpable pedal pulse. The following day, the physician tightened the perclose sutures which stopped the oozing. The groin site was unremarkable. The patient's outcome after the event was indicated as unknown. However, the patient was reported to have remained on the impella mcs for an additional three days before successful weaning and explant of the impella cp device at bedside. No bleeding or hematoma was noted after explant.